Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated that the issue was confirmed after troubleshooting was performed, and the customer replaced the touchscreen. The customer verified that the issue was resolved, but the device has not been returned to service yet as it is still waiting on recall action which has been scheduled. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The technician installed the touchscreen to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The touchscreen's flex circuit failed required resistance testing. The high out-of-specification resistance results were the reason for the touchscreen issue.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the touchscreen needed to be replaced as the lower portion of the touchscreen was unresponsive. The display operated as intended, but the touch input was not accepted. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
The customer called technical support to report that the touchscreen needed to be replaced as the lower portion of the touchscreen was unresponsive. The display operated as intended, but the touch input was not accepted. A service quote for repair was sent to the customer for approval; however, the customer did not accept the quote and completed the touchscreen repair. The philips work order has been canceled as service or repair was no longer required. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The device has been serviced and passed the required performance verification tests per philips standard and was returned to service.